Event description:
The customer reported his blood glucose reached 16.5 mmol/l (297 mg/dl) less than 2 days after the pod was activated. He noticed the needle did not retract back into the pod and there was also insulin leaking at the site. He was able to activate a new and give a bolus correction (exact dosage was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retracted), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met al acceptance criteria.